Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported they were very depressed to have to wear the ens. The patient stated the whole thing was bugging her. The patient stated she was frustrated and she had a bad night on (B)(6). It was noted the patient was uncomfortable. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported their symptoms are worse and they were cathing a larger amount than they were before the evaluation. The patient noted she was uncomfortable with trial and was in pain. The patient changed programs. Additional information from the patient on (B)(6) reported they were frustrated and upset about not seeing improvement. The patient stated things were going backwards. The patient stated she was not able to void on her own and her cathed amount was more than it had ever been. The patient stated when stimulation was at 3.3 things got ¿worse and worse¿ so she had to decrease stimulation. The patient stated stimulation was felt down her legs and was uncomfortable. The patient stated she felt the sensation to void, but was unable to. The patient stated she was very upset and she was a nervous wreck. Additional information from the patient on (B)(6) reported their improvement was going backward and she was hardly voiding at the time of the report. Additional information from the patient on (B)(6) reported their symptoms were worse than before the trial. The patient stated, ¿this is going terrible, I¿m disgusted.¿ the patient stated they were hoping to see improvement, but instead was seeing less voids and more cathed volume. The patient increased amplitude in hopes of improvement. It was noted the patient was going to follow up with the healthcare professional (hcp) on (B)(6). Additional information from the patient on (B)(6) reported that on (B)(6) they had stool explosions and there was no urgency whatsoever. Additional information from the patient on (B)(6)reported they were not happy with their symptoms. The patient stated they not had voided on their own for the 2 days prior to the report. The patient noted it was worse than before they started the evaluation. It was noted the patient changed programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the placement was fine and it just wasn¿t helpful for the patient so they wanted it removed. The patient turned the device off to resolve the stimulation down their leg, worsening retention, and fecal incontinence. The reported issues were resolved and the device was removed. No further complications were reported/anticipated.